Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an analysis of the log file retrieved from system controller captured the driveline and both power cables were disconnected on 12jul2023 at 10:42:23. The event appeared to be a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days ((B)(6)2023 ¿ (B)(6)2024 per timestamp). Events captured on (B)(6)2024 took place at abbott. The event log file revealed the driveline was connected to the device from (B)(6)2023 at 9:38:00 to (B)(6)2023 at 10:42:23. On (B)(6)2023 at 10:42:23, the driveline was physically disconnected and both power cables were disconnected shortly after. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the reason for the exchange; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.